Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This information concludes the investigation on this device. If new information were to become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on (B)(6) 2007, displayed a battery status of elective replacement indicator (eri) with a charge time of 19.822 seconds at a monitoring voltage of 2.67 volts per boston scientific post market quality assurance laboratory analysis. End of life (eol) was declared with a charge time of 44.525 seconds at a monitoring voltage of 2.66 volts. The device had been changed out for normal battery depletion without complication and there had been no report of adverse patient effect.